Event description:
Dose was half administered, as the needle became undone from the syringe [incorrect dose administered by device]. The needle became undone from the syringe [needle issue]. While injecting 25% of the medication spilling out [device leakage]. Case narrative: this initial regulatory authority report concerns adverse events incorrect dose administered by device, needle issue and device leakage in a patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 12-apr-2025, amneal pharmaceuticals received information from the other non-healthcare professional via an email through the regulatory authority us food and drug administration, with reference number (aer: (B)(4)) concerning above mentioned adverse events experienced while on amneal¿s medroxyprogesterone acetate prefilled single-dose syringe. The patient started therapy with medroxyprogesterone acetate prefilled single-dose syringe (ndc: (B)(4), batch no: 240230, expiration date: 28-may-2026) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that, the dose was half administered, as the needle became undone from the syringe while injecting resulting in 25% of the medication spilling out onto the exam table. The patient received a full secondary dose to ensure protection. On 15-apr-2025 and 17-apr-2025, follow up was initiated to collect additional information but it was unsuccessful. Last action taken with medroxyprogesterone acetate to incorrect dose administered by device, needle issue and device leakage were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered by device, needle issue and device leakage were unknown. The reporter causality for the events of incorrect dose administered by device, needle issue and device leakage was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information was received on 21-may-2025. New information received includes qa investigation report attached with this case. During the investigation it is confirmed that: 1. Compounding, aseptic filling and visual inspection processes of batch 240230 were conforming. No record found in relation to the problem statement. 2. Dose control ipcs reviewed and confirmed to be compliant. 3. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. 4. Retention and reference samples are compliant. 5. Batch record documentation with no issues 6. Inspection of particles and visible defects with no anomalies. 7. Stability results reviewed with no detected issues. 8. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results. 9. Apr reviewed with no issues. After finishing the investigation, no root cause related to farmalan processes could be identified. Note that, as no pictures or complaint sample were received, issue could not be confirmed. Note that it cannot be discarded that a different needle than the one supplied with the product was used, and, hence, manipulation cannot be discarded. Bearing in mind all the previous information, batch 240230 maintains its status as conforming as it has no impact on product quality, efficacy or safety. Last action taken with medroxyprogesterone acetate to incorrect dose administered by device, needle issue and device leakage were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered by device, needle issue and device leakage were unknown. The reporter causality for the events of incorrect dose administered by device, needle issue and device leakage was not reported. This case was considered serious. The reportability of this case was expedited. The possibility of causing any future harm to other users of the product. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.